Event description:
The customer reported via phone call that she needs assistance in inserting a sensor of the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was assisted with sensor insertion and no further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.